Event description:
The customer contacted physio-control to report that their device was powering off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the customer examined the device and observed that the cable which attaches to the device from the 3g modem (for transmitting data) was damaged. It was observed that there was a cut in the cable and each time it was plugged in, the device would power off by itself. The only way to restore power was to unplug the cable and then the device functioned properly. It was later confirmed by the customer that he had returned the modem (and damaged cable) to the manufacturer. The customer has received and installed a replacement 3g modem and cable. No further power issues have been observed since the new 3g modem and cable were put into service. Neither the device, nor the 3g modem or cable have been returned to physio-control for evaluation.